Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a polypectomy procedure performed on (B)(6) 2026. During the procedure, the clip closed and a double crunch was felt but was unable to deploy the clip. The physician tried to jiggle the clip and was unable to get the clip to deploy. The clip was pulled off the tissue. No tissue trauma was reported. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.